Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure. According to the complainant, the stent was successfully implanted into the patient on (B)(6) 2010 to treat an esophageal fistula. Around the middle of (B)(6), the patient caught pneumonia. When the stent was examined on (B)(6) 2010, the physician noted an approximately 2cm-sized hole within the covering of the stent; as a result, tissue had ingrown into the stent. Another stent (unknown size/type) was implanted within this ultraflex stent to treat the patient. The patient's condition at the conclusion of the procedure was reported to be good. The physician assessed that the tear in the stent cover caused the aspiration pneumonia.

Manufacturer narrative:
Two meters are listed in this report ((B) (4) and (B) (4)) however, the customer did not specify they had (2) adc meters and therefore, it is unknown which meter was attributed to the readings issue. Both meters have been requested back for investigation. A supplemental report will be sent once investigation results are completed.

Event description:
A nurse reported that an adc customer reported receiving a lab reading of 104mg/dl as compared to their adc precision xtra meter reading of 210mg/dl obtained within a 10 minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant. Customer also stated they were at the hospital at the time the readings were obtained and no specific product issue was reportedly connected to the hospital visit. Customer further stated that after the adc reading they self treated with their oral diabetes medication then checked the lab results. Attempts have been made to contact the customer to clarify when the medication was taken as customer did not state in the survey that they ate or self-treated between the readings. No serious injury, emergent or additional treatment and no diagnosis were reported. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.